Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was unable to be implanted as the helix got stuck into the myocardium and broke while repositioning the lead. The helix was not able to be extracted from the patient. This lead was successfully replaced and is not expected to be returned as it was disposed. No adverse patient effects were reported.